Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. The reported patient effects of pain and restenosis are known observed and potential patient effects as listed in the omnilink elite instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the initial procedure on (B)(6) 2014 was to treat a lesion located in the mild to moderately calcified common iliac artery. Direct stenting was performed with the omnilink stent. There was no reported difficulty during stent deloyment during the initial stenting procedure and the stent was confirmed to be fully apposed to the vessel wall on angiography after deployment. On (B)(6) 2015, the patient was experiencing claudication [pain] and in-stent restenosis was observed on angiography for which percutaneous coronary intervention was performed. No additional information was provided.